Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2014, product type lead product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2014 product type lead product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2022, product type implantable neurostimulator product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2014, product type lead product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2014, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: 17-dec-2017, UDI#:(B)(4) ; product ID: (B)(4), serial/lot #: (B)(6), ubd: 17-dec-2017, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-apr-20, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that impedances were out of range on contacts 11, 13-15. Impedance check was run on restore ins before surgery (in preop), and once replaced with intellis ins (intra op) and impedances remained unchanged. Lead tips were wiped off multiple times before seating in header. Some of the contacts appeared discolored according to the physician. The physician was not prepared to revise leads during battery replacement. Physician asked if rep could program around impedance issues. Rep was able to still cover the patients pain in recovery with active contacts. The patient's physician will monitor the patient over time and if therapy efficacy becomes a problem, will revise the leads at a later date. Patient's old battery was replaced due to normal depletion. The issue was not resolved. No symptoms were reported. On (B)(6) 2023, the rep reported that the patient is receiving effective therapy. Reason for high impedances is unknown at this time, leads are still implanted. Generator is in rep's possession, I¿ll send out for return tomorrow. All info confirmed with md.